Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Bits of tampon stuck inside - vagina [foreign body in reproductive tract]. Pain in her left side of nether regions - vagina [vulvovaginal pain]. Tampons have fallen apart [device breakage]. Consumer contacted via phone and stated that a tampon had fallen apart and some bits of it were stuck inside her daughter. No serious injury was reported.